Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, damage (physical or cosmetic), flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer reported a flashing medtronic logo on the screen that was not a single flash. Customer reported physical damage (crack) on the pump, location of the damage was the back of the battery compartment. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on properly after battery installation and no flashing medtronic logo was noted. Multiple attempts were made for the keypad to respond and the keypad remained unresponsive. Keypad overlay was removed, and no moisture damage noted during visual inspection. During microscope investigation, it was determined that cracked trace (lead 6) on u1 keypad assembly was visually cracked. Leading to unresponsive buttons. Unable to perform self test due to keypad anomaly. Unable to download using thump software due to unresponsive buttons therefore, unable to confirm 61=stuck key alarms. Proceeded by cutting the unit open and performed a visual inspection of connectors and electronic assembly. Per visual inspection, it was determined that the ingress of water had corroded electronic assembly including keypad flex connector. Unit was also received with cracked case (battery tube), scratched case, stained keypad overlay and pillowing keypad overlay. In conclusion, customer allegations was confirmed, unit was received with unresponsive button due to corroded electronic assemblies including keypad flex connector. Unit was also received with cracked case (battery, tube) confirming the customers concerns of cosmetic damages. However, no flashing medtronic logo noted after battery installation, therefore unable to confirm display anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.